Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported "complete capsulectomy of the left chest and underwent an extensive washout procedure", "cultures taken and showed serratia marcescens". This record is for left side. The device was explanted.